Manufacturer narrative:
The current instructions for use contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated.". No root cause provided. Align's clinical review of available records reveal signs of bone loss localized to the coronal third of the root, which is not classified as severe. However, a comprehensive evaluation of the patient's clinical history is necessary to establish a definitive periodontal diagnosis. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the surgical intervention to prevent permanent damage and the invisalign system aligners being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that in (B)(6) 2023, the patient noticed that her front teeth appeared as if they were going to fall out. The patient contacted the dental office, where x-rays were taken, and she was informed that the affected tooth could not be saved (according to records and treating doctor information, no teeth were extracted at the end). The patient was subsequently referred to a periodontist. The patient later learned that had a gum infection requiring surgical intervention in two stages. The first surgery occurred on (B)(6) 2024, and the second surgery was performed approximately eight months later. Following completion of the surgeries, the patient was advised that she would not be able to wear aligners for one year. The treating doctor stated that the last time that saw the patient was in 2024 and confirmed that the patient had gum issues and visited a periodontist. It is unknown if further medical intervention or if the patient required any medication, since according to the treating doctor, the patient never went back to the office after visiting the periodontist.